Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report #1038671-2023-02332.

Manufacturer narrative:
Pending investigation. D10: 5553653 02-010-06-0240 - tru cc femoral size 4 left. 5702064 02-010-06-0541 - tru post. Aug. Size 4, 5mm. 5930806 02-010-06-0541 - tru post. Aug. Size 4, 5mm. 5282350 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. 5835494 02-012-60-1440 - tru stem ext 14mm x 40mm. 6529292 02-012-60-1440 - tru stem ext 14mm x 40mm. 6580212 204-70-00 - tibial stem ext. Screw. 4858356 208-05-04 - cc distal fem augment sz 4, 5mm. 4858366 208-05-04 - cc distal fem augment sz 4, 5mm.

Event description:
As reported, approximately 3 years and 10 months post the previous left revision, the patient was revised again because the patella fell out and had to be bone grafted due to osteolysis of the patella. The patient will require an additional surgery to repair the patella once the bone graft has grown new bone. 30cc of bone graft was used to graft the patient's patella. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.